Manufacturer narrative:
Additional information updated on b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that they send request to repair. Patient called back and stated the silver pin of their desktop charger (dtc) fell off. Patient confirmed it was not stuck in recharger. Agent sent request to repair to replace cord.

Manufacturer narrative:
H3: analysis of the (B)(4) desktop charger (dtc) (s/n#: (B)(6) revealed that they replaced cable assembly due to frayed cord. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device, recharger. Patient reported that the recharger was unresponsive and would not charge from the desk top charger or power on. Patient inspected the desk top charger and said there was no visible damage to the desk top charger and confirmed that the green battery light was coming onto the desk top charger. During the call recharger was reset but this did not resolve the issue. Patient confirmed they did not have a wireless recharger yet. Patient services emailed the field that will be responsible for replacing the legacy recharger with the wireless recharger. Patient services made patient aware of the replacement process. Patient called back and stated that after further evaluation, they believe the initial issue was just related to the dtc. Patient reported that when they put the dtc back in the bag they noted that the connector pin was broken. Agent reviewed that the insr to wr process has already been initiated, and that patient can expect a wr. Patient also reported a different sn for their recharger then noted on file.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.